Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
A patient reported that their front teeth have been feeling very sensitive when drinking any liquids, especially cold. The patient stated that they noticed the pinkish discoloration on top of front tooth near gum today.